Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in both unipolar and bipolar configurations. The lead captured and sensed appropriately at implant but was not capturing or sensing at the time of interrogation. The patient is confined to a wheelchair and is lifted in and out of it often. The polarity was programmed to unipolar. The patient would be monitored every two months.